Manufacturer narrative:
Sections with additional information as of 04-apr-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer seeking medical attention meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer had gone to urgent care on (B)(6)2023 after the initial call. Customer's blood glucose test result when at urgent care had been 800 mg/dl and customer had gone to the ER. Customer could not recall her blood glucose test result when at the ER. Customer was diagnosed with high blood sugar and given insulin and IV fluids. Customer was discharged on (B)(6) 2023. Customer stated that the replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Richard is calling on behalf of the customer. The customer reported having dry mouth. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2024 and open vial date is (B)(6) 2023.